Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds which resulted in high output, and subsequently premature battery depletion. The lead was capped and replaced, and the implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.